Event description:
As reported: "the gamma nail has migrated upwards, while the femoral head including neck has collapsed downward, even though the gamma4 nail was in place." A revision surgery was required.

Manufacturer narrative:
The reported event of adverse impact to patient - postoperatively could be confirmed based on images provided and furthermore, medical intervention was reported. The explant of implant in question consequently took place. The date of explant was stated as following on (B)(6) 2025 after the initial treatment with reported unknown g4 lag screw in combination with reported gamma4 trochanteric nail on (B)(6) 2025. However, the provided details and x-ray images (named 1 day after operation, follow-up later) available for the current case were forwarded to a medical expert for review and statement: his comments (excerpts): this case cannot be answered without the per-operative x-rays. The lag screw seems to be out of place... The only thing that is sure is that the lag screw was placed too high in the femoral head anyway. So the lag screw was malpositioned which often leads to further complications. A more precise medical statement could not be made based on details made available. A technical statement was impossible since no item was made available and thus, a physical evaluation was not possible. As per further details provided. It was confirmed that items are not available for investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling was not possible because the catalog number and lot number were not communicated. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case.

Manufacturer narrative:
The reported event of adverse impact to patient - postoperatively could be confirmed based on images provided and furthermore, medical intervention was reported. The explant of implant in question consequently took place. The date of explant was stated as following on (B)(6) 2025 after the initial treatment with reported unknown g4 lag screw in combination with reported gamma4 trochanteric nail on (B)(6) 2025. However, the provided details and x-ray images (named 1 day after operation, follow-up later) available for the current case were forwarded to a medical expert for review and statement: his comments (excerpts): this case cannot be answered without the per-operative x-rays. The lag screw seems to be out of place... The only thing that is sure is that the lag screw was placed too high in the femoral head anyway. So the lag screw was malpositioned which often leads to further complications. A more precise medical statement could not be made based on details made available. A technical statement was impossible since no item was made available and thus, a physical evaluation was not possible. As per further details provided. It was confirmed that items are not available for investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling was not possible because the catalog number and lot number were not communicated. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "the gamma nail has migrated upwards, while the femoral head including neck has collapsed downward, even though the gamma4 nail was in place." A revision surgery was required.